Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges that the patient underwent revision surgery on or about (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6)2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges that the patient underwent revision surgery on or about (B)(6)2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2012 ¿ patient was diagnosed with multiple supraumbilical hernias thereby underwent open repair with implant of sepramesh ip. Per operative notes, ¿in the supraumbilical area, the hernia sacs were opened and all were excised. The abdominal wall was closed and sepramesh ip was placed and secured with sutures. The fascia was closed and secured with sutures.¿ (B)(6)2013 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿the recurrent incarcerated hernia with small bowel and omentum within hernia sac was noted. Adhesions between loops of small bowel, omentum and prior mesh were taken down. The hernia defect in the left lateral aspect of the mesh and loop of small bowel incarcerated within the hernia defect were reduced. A synthetic mesh was placed into the abdominal cavity over the fascial defects and closed with sutures. The synthetic mesh was secured to the abdominal wall with tacks and closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned